Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the emergency room with bacteremia. The patient was experiencing weakness and respiratory distress and was diagnosed with endocarditis. The physician explanted the pacemaker and right ventricular lead. The right atrial lead was implanted and explanted during the implantation procedure on (B)(6) 2022. The patient remained in stable condition.